Manufacturer narrative:
The insulin pump passed the functional test including priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with a broken reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was in the 400-500 mg/dl range. Customer treated their high blood glucose with the insulin pump. Customer advised they were unable to get the insulin through the needle and they attempted to prime but were unsuccessful. Customer advised they changed out their set and site about 5 to 6 times and believed the insulin pump did not work. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.